Manufacturer narrative:
The field service engineer reported that the customer performed maintenance on their site water system and monthly maintenance on the analyzer. After the maintenance, the customer had no further problems. The investigation determined the maintenance actions resolved the issue.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). A general reagent problem was excluded because calibration and quality control were acceptable on the date of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas c 503 analytical unit. The initial result was 4.01 mg/dl and the repeat result was 166 mg/dl.